Event description:
It was reported to nova biomedical that a consumer received a result of 110 mg/dl on their blood glucose meter. The consumer immediately performed several additional tests using the same meter and strips getting the following results of 130 mg/dl and 102 mg/dl, 123 mg/dl, 93 mg/dl, and 142 mg/dl. During the call to customer support, the consumer stated having control tested her test strips when they were opened and the test strips control solution fell into range. Another control solution test was performed while troubleshooting showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.